Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7286511, UDI: (B)(4).

Event description:
It was reported that when the trial period started, the patient experienced abdominal pain even when decreasing the program. It was noted that pain was procedure related. The patient called for an ambulance and the leads were removed in the emergency room (ER). The patient was doing well upon follow-up and pain had alleviated. The removed leads were not returned.

Event description:
It was reported that when the trial period started, the patient experienced abdominal pain even when decreasing the program. It was noted that pain was procedure related. The patient called for an ambulance and the leads were removed in the emergency room (ER). The patient was doing well upon follow-up and pain had alleviated. The removed leads were not returned.